Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on three patients. The results provided were: initial results from ai03370 /repeated on both alinity ai03370 and ai03368. (B)(6).

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott field service representative (fsr) performed troubleshooting included and replaced alinity r1 pipettor probe (list # 03r96-01), which resolved the issue. There were no additional discrepant results reported on the alinity I, serial number (B)(6), after the probe was replaced. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replaced r1 pipettor probe. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6) , or the alinity probe.